Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during rewinding test due to encoder signal out of phase. Unable to perform occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify no delivery alarm due to motor error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear the alarm and able to complete rewind. Customer reported that the drive support cap appeared to be normal. No harm requiring medical intervention was reported. The device will be returned for analysis.